Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the mid and proximal segment of a pipeline flex device did not open during deployment at a flow diversion procedure. The device was used to treat a patient's cerebral aneurysm at the cavernous segment of the internal carotid artery. Vessel tortuosity was described as moderate. It was reported the device was prepared and used as indicated in the instruction for use. The microcatheter was flush continuously with heparinized saline. When 80% of the pipeline braid was unsheathed, the mid segment would not open. The device was removed from the patient.

Manufacturer narrative:
The pipeline flex device has not been received for evaluation. Therefore, the reported clinical experience could not be conclusive determined. Should the device be received for evaluation, a supplemental report will be file to provide new information.

Event description:
Medtronic received information that a the proximal end of a pipeline flex device did not open during a flow diversion procedure. A flow diversion was used for the patient. No patient injury report.

Manufacturer narrative:
Device evaluation the reported pipeline flex embolization device (ped) was returned for evaluation. As received, the ped braid was detached from the pushwire. This braid was fully opened with severely fraying at both ends. No anomalies were observed on the ped pushwire. Based on the product analysis ¿failure to open at the middle section¿ and ¿failure to open at the proximal segment¿ could not be confirmed. However the cause of the event could not be determined. The damages to the ped braid ends are likely results of the ped being resheathed for more than two times as recommended by the instruction for use (IFU). The ped IFU states, "the system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ no evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a po tential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.